Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between 470mg/dl and greater than 600mg/dl. Correction boluses were delivered to address these bg levels. The customer stated that they believe that these issues started occurring when they switched from using humalog insulin to novolog insulin in their cartridge. The customer stated that for the current occlusion alarm, they observed insulin exiting the infusion set tubing. The customer would perform supply changes to resolve the occlusion alarms. As the occlusion alarm had occurred in the past or supplies were changed prior to contacting tandem technical support (cts), cts was unable to perform a system check to determine a possible cause of the occlusion. The customer reported that manual injections were to be used for insulin therapy.